Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for further investigation. The device was evaluated. Upon internal and external inspection of the device, external examination observed white powder around the air inlet and iso port,humidifier examination observed a dust/dirt contaminant on the flip lid seal. Pil also found the dry box seal and the flip lid seal discolored. Pil observed a dust/dirt contaminant on the heat plate.device booted successfully and provided airflow using a known good dc power supply and ac cord.pil did find evidence of sound abatement foam degradation which was observed in the base unit. Pil can confirm the presence of a grey film contaminant on the front panel and rear panel. Pil can also confirm the presence of a white powder contaminant on the blower cap, blower box, and blower. Pil can confirm sound abatement foam degradation.there was 1 error found. The manufacturer concludes that pil is unable to assess the symptoms described in the complaint.risk tags (ER (B)(4) v20) associated with this failure mode include: infect01, irrit02, degrad04, irrit05. Section h6 were updated in this report.